Event description:
Healthcare professional reported "dorsal pain". Healthcare professional later reported "recall, capsular contracture, inflammation, extreme pain and malignant neoplasm" confirmed via MRI. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "recall, capsular contracture, inflammation, extreme pain and malignant neoplasm".